Manufacturer narrative:
Result of investigation: h10: a vyaire field service representative(fsr) evaluated the device onsite and found that the led lights active now after replacing power supply, however the unit will not power on. Mainboard needs to be replaced but customer will decide for future replacement and open po# for main board.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. Device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator has motor and transducer fault alarm. There was no patient involvement reported from this event.